Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: b1: in earlier report, "product problem" should also have been selected. E1: information submitted in earlier report has been corrected.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately on (B)(6) 2020. To address the issue, patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.